Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise on the ventricular channel that resulted in pacing inhibition. The patient was pacemaker dependent. A patient data disk was reviewed by technical services and indicated that all episodes occurred between 7-8 am and appeared to be diaphragmatic oversensing. A guidant technical services consultant discussed attempting to recreate the noise, and performing an x-ray to verify lead position.